Manufacturer narrative:
Hemodynamically unstable patient - prior to event the report of a propofol over infusion, could not be confirmed in the log review. Customer requested a log review only, no devices were returned for testing. Log analysis results: the pcu was powered on (B)(6) 2019 at 1:43 pm; new patient and same profile were selected. At 1:48 pm, suspect device (s/n (B)(4) alarmed for flo stop open and check IV set before being programmed for guardrail drug (drugid 490). At this time, a delay of 60 minutes was also programmed. The suspect device (s/n (B)(4) alarmed for door open eight (8) times and check IV set eight (8) times before programming another 60 minute delay at 2:17 pm. At 3:17 pm, the device recorded a callback before infusion; the delayed time had been reached. Between 3:22 pm and 4:53 pm, the suspect device (s/n (B)(4) alarmed for door opened eight (8) times and check IV set eight (8) times. At 4:54 pm, the suspect device was selected and channeled off; the pcu power down was cancelled. At 4:59 pm, the suspect device was selected and the infusion was restored. The suspect device alarmed for check IV set and was channeled off at 5:05 pm. The log showed total volume infused= 0ml the root cause could not be definitively identified by log review, however the customer did report that the device was missing the platen which could lead to a free flow event.

Event description:
It was reported that a propofol infusion initiated via central line on a hemodynamically unstable ICU patient was programmed, however the delay feature was enabled for an unspecified time with the roller clamp activated. The patient became unresponsive and the rapid response team was called, however the patient's condition improved without intervention. Five minutes later, the patient became unresponsive for the second time, and another code was called. During the code, the user noticed that there was a milky substance in the central line, although the tubing was clamped and the propofol infusion was delayed. The customer requested an event log review with a specific time of 1340-1410. The biomed completed an analysis of the sequestered equipment (pcu, and 2 lvp's) and event/error logs, including testing with asm (alaris software maintenance) with passing results on the pcu. One lvp had a red dot marking, a separated platen assembly, and a fractured bezel assembly. The damage prevented any further testing without repairs. The other lvp had a green dot marking, and a faulty keypad assy. The damage prevented any further testing without repairs. Although requested, there was no information received regarding impact or lasting clinical effects to the patient as a result of this event. It was later reported that the code was successful. Customer advocacy received a copy of the customer's medwatch report from the FDA which states: "missing plate assembly part on alaris pump, causing free flow of medication FDA safety report

Event description:
It was reported that a propofol infusion initiated via central line on a hemodynamically unstable patient admitted to ICU was programmed, however the delay feature was enabled for an unspecified time and the roller clamp activated. The rn stated that the patient became unresponsive and the rapid response team was called, however the patient's condition improved without intervention. The nurse stated that 5 minutes later, the patient became unresponsive for the second time, and another code was called. During the code, the user noticed that there was a milky substance in the central line, even with the tubing clamped and the propofol infusion delayed. The customer requested an event log review with a specific time of 1340-1410. The biomed completed an analysis of the sequestered equipment (pcu, and 2 lvp's) and event/error logs, including testing with asm (alaris software maintenance) with passing results pcu. The lvp 350-43685 had a red dot marking, a separated platen assembly, and a fractured bezel assembly. The damage prevented any further testing without repairs. The lvp 350-41351 had a green dot marking, and a faulty keypad assy. The damage prevented any further testing without repairs. Although requested, there was no information received regarding lasting clinical effects to the patient as a result of this event. It was later reported that the code was successful. Customer advocacy received a copy of the customer's medwatch report from the FDA which states,:"missing plate assembly part on alaris pump, causing free flow of medication FDA safety report"

Manufacturer narrative:
Concomitant medical product: central line - propofol bottle. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a propofol infusion initiated via central line on a hemodynamically unstable patient admitted to ICU was programmed, however the delay feature was enabled for an unspecified time and the roller clamp activated. The rn stated that the patient became unresponsive and the rapid response team was called, however the patient's condition improved without intervention. The nurse stated that 5 minutes later, the patient became unresponsive for the second time, and another code was called. During the code, the user noticed that there was a milky substance in the central line, even with the tubing clamped and the propofol infusion delayed. The customer requested an event log review with a specific time of 1340-1410. The biomed completed an analysis of the sequestered equipment (pcu, and 2 lvp's) and event/error logs, including testing with asm (alaris software maintenance) with passing results. The lvp 350-43685 had a red dot marking, a separated platen assembly, and a fractured bezel assembly. The damage prevented any further testing without repairs. The lvp 350-41351 had a green dot marking, and a faulty keypad assy. The damage prevented any further testing without repairs. Although requested, there was no information received regarding lasting clinical effects to the patient as a result of this event.